Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of lot #retl0564 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of lot #retl0564 showed no other similar product complaint(s) frpm this lot number.

Event description:
It was reported that patient implanted PICC in right arm in (B)(6). After therapy, nurse drew out catheter on (B)(6) 2011. During catheter draw, nurse found 32.5 cm place a visible split.

Event description:
It was reported that patient implanted PICC in right arm in (B)(6). After therapy, nurse drew out catheter on (B)(6) 2011. During catheter draw, nurse found 32.5 cm placed a visible split.